Event description:
A female pt reported experiencing (unconfirmed) bacterial infection while including complete moistureplus in her lens care regimen. Pt has been using the solution for over 5 months and did not experience any problems until the past few weeks. She initially experienced irritation and redness and continued to wear her contact lenses throughout the day. After several days, she began to experience photophobia, discharge and both eyes were swollen. She sought treatment from an optometrist and her event was diagnosed as "bacterial infection." No cultures were done; pt being treated with zymar and vigamox. Pt has used the same lens case since july and reportedly cleans it every week with soap and water. In follow-up with the pt two days after initial call, she stated that she is doing better. She returned the complaint unit to the commissary where she purchased it; they have discarded the bottle. Lot # unk. Pt has not responded to our requests for additional information; no further information available or expected. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established